Event description:
In situ tesing showed affected channels. Reportedly, the day prior to the testing the child fell and hit his head. The hearing performance with the device was affected.the user was reimplanted on (B)(6) 2023.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. Re-implantation was carried out, but the device has not been received yet.

Event description:
In situ testing showed affected channels. Reportedly, the day prior to the testing the child fell and hit his head. The hearing performance with the device was affected. The user was re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing showed affected channels. Reportedly, the day prior to the testing the child fell and hit his head. The hearing performance with the device is affected. A date for the revision surgery has not been scheduled yet.